Manufacturer narrative:
Company was informed of a guide wire breaking inside the patient's bone during insertion. Surgeon could not retrieve the broken part and closed the surgical site. An investigation was performed including internal analysis of records, patient imaging, and surgeon feedback. There is no indication of a design, manufacturing, sterilization or process issue affecting device safety or effectiveness. It was concluded that this event was the outcome of an unintended use error of the device, which resulted in excessive forces upon insertion leading to the guide wire breakage. The instructions for use include precautions and recommendations for the selection of appropriate surgical technique, implant size and configuration, precautions that excessive force may cause breakage or damage to the device, and that the surgeon should be familiar with the device and the technique prior to use. The instruction for use of the instrument pack states that the instruments are not intended to be implanted, and precautions to avoid excessive force as it may damage the instrument. Company continues to monitor these events as part of post market activities. Additional report from the initial importer relating to this event is:

Event description:
It was reported that during a procedure in the distal femur, a k-wire provided within the convenience kit broke during insertion inside the patient's bone. The broken part was not retrieved.